Manufacturer narrative:
The field service engineer (fse) replaced the universal surgical manipulator (usm) 2 to resolve the issue. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has received the usm; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the universal surgical manipulator (usm) 2 had error 32097. The technical support engineer (tse) assisted the site with doing an emergency power off (epo) on the patient side cart (psc) and the error did not occur at power up. The site was aware that the error could come back. The site called back and stated that the error persisted, and they were able to recover from the fault three times. The procedure was completed. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system had recoverable errors listed initially when powering on. The site turned off the system and then powered back on without errors listed until docking. The site stated that the issues were intraoperative and when they tried to call the technical support and had to disable the arm for the second teaching console so as to allow the robot to function. The site was able to get the part repaired before the next day.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgeon manipulator (usm) 2 was analyzed and the error 32097 was confirmed and replicated error 31226. The unit was tested on an in-house system where it failed with error 31226 present. The unit was also tested on a patient side cart fixture test platform (pftp) where it failed sine cycle with error 31226. The complaint was confirmed based on the field evaluation and failure analysis.